Event description:
A surgeon reported toxic anterior segment syndrome (tass) in a patient after a procedure. Add'l info has been requested but none has been rec'd.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any similar reports for the associated system. From a clinical perspective, common causes of tass include inadequate flushing of phaco. I/a handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allo proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of intraocular lens (iol) or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to bss against the product directions for us (dfu), improper use of prep solutions, detergents and cleaners, failure to follow manufacturers dfu, including no air flush, use of unapproved enzymatic, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. An evaluation of tass complaints against the system over the past 24 months shows no emergent trends in the field. As such, manufacturing is not a suspected contributor to these tass events. The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the directions for us (dfu) and (B)(4). The root cause cannot be determined conclusively. (B)(4).